Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) reviewed device data and found the shock impedance had a stable baseline, but as the daily measurements move throughout the day, there were repeatable high measurements. Ts recommended reprogramming options. This rv lead remains in service. No adverse patient effects were reported.